Event description:
The pt passed away. The physician listed pneumonia as the circumstance of death. He also reported that the pt was not under his care at the time of death. The pt was last seen by the physician in 2002. The physician also reported that the pt was receiving therapy at the time of death. It was reported that the pt was receiving greater than 50% in seizure reduction with the ncp system.